Manufacturer narrative:
Investigation results: visual investigation: the product arrived in a clean status with a broken off nose. We made a visual inspection of the product, here we detected a broken off nose. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that 2 similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design-related failure. Based upon the investigations results a product safety case (psc) was initaited. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl569t-ligating clips m/l 12/box. According to the complaint description, specifically it was reported that the clip bar had been used on one occasion; and when it was to be used again after the x-ray, it was discovered that the top was missing on the clips. Searching began to find the missing top but the piece of plastic could not be found outside or in the wound. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).